Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, yellow particles inner and outer device and opening curved on patch. Leak test and microscopic analysis was performed which identified: striated opening on patch and anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed on patch on anterior as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Event description:
Healthcare professional, additional "gained weight". This event is not related to the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation caused by the physician. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported her healthcare provider "ruptured the right breast" saline device and "pain on each side of each breast and on the tops." Patient additionally reported "sweating black and green in the center in between breast into her bra"; this event is not related to the device. Device remains implanted.